Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2020, as no event date was reported. The complainant was unable to report the device lot number, therefore, the manufacture date and expiration date are unknown. (B)(4). According to the complainant, the suspect device has been disposed, and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hurricane rx dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. According to the complainant, during the procedure, the rx tunnel of the device unknowingly detached from the catheter into the scope. The procedure was completed with this device successfully, and the detached piece was discovered only while cleaning the scope days later. There were no patient complications reported as a result of this event.